Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study it was reported that vessel jailing and non st elevation myocardial infarction (nstemi) occurred. In (B)(6) 2017, the subject was referred for elective cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.50 x 12 mm study stent. Following post dilatation the residual stenosis was 0%. Post deployment of the study stent in lad it was noted that the diagonal got jailed and the timi flow got reduced to 1. However, subject did not have any chest pain. Target lesion #2 was located in the distal left circumflex (lcx) with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and placement of 2.25 x 16 mm study stent. Following post dilatation the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. Six days later, the subject presented to hospital for the evaluation of her worsening dyspnea upon exertion since discharge after the recent procedure. Apart from this, the subject also had edema, abdominal pain, exacerbation of chest discomfort. Subject reported urinary tract infection and was suspected to have congestive heart failure exacerbation and renal dysfunction. The subject was diagnosed with acute kidney injury. A small hiatal hernia, gallstones and a chronic impression fracture were noted. Cardiac enzymes were elevated and the subject was diagnosed with nstemi. Four days later the subject was referred for cardiac catheterization which revealed jailing of the first diagonal. It was thought that the elevation was likely due to the jailed diagonal artery. The subject was treated with medications. Two days later the subject was discharged in improved and stable condition on dual antiplatelet therapy.